Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultralink meter read inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccurate meter readings began ¿3 weeks¿ prior to the alert date of (B)(6) 2015. The patient informed the cca that they regulate their diabetes with insulin pump therapy and had stated that they base their dosage on subject meter results. In response to the ¿low¿ subject meter results the patient reduced their intake of insulin and stated that they had ¿not being taking enough.¿ ¿2 weeks¿ after the alleged inaccuracy had started the patient experienced the symptoms of ¿thirsty, excessive urination and fatigued¿. At this time the patient obtained a blood glucose result of ¿72mg/dl¿ on the subject meter and visited the emergency room (e.r) as a result of their symptoms. In the e.r the patient¿s blood glucose was measured on an e.r meter and a result of ¿200mg/dl¿ was obtained ¿ less than 30 minutes after obtaining the subject meter reading of ¿72mg/dl.¿ as a result of this e.r meter result the patient was given IV fluids by a healthcare professional in order to lower their blood glucose levels. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The patient¿s products were requested for evaluation. This complaint is being reported because the patient obtained an inaccurately low reading on the subject meter which led to them requiring healthcare professional intervention for symptoms which are indicative of serious injury after the alleged meter issue began.